Event description:
Information received from the field does not address the patient's clinical status but notes intermittent loss of capture and varied vvi pacing rates of 70 ppm and 63 ppm. The device would not accept return to standard or emergency vvi programming and reverted from ddd to vvi pacing. On the day of explant, the device exhibited a sudden loss of output.